Event description:
Device was returned for repair: during the repair the motor was found it did not have much power). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the angle head was damaged due to normal wear. Additionally, the functional testing revealed it loses pressure and leaks lubrication. Device was inspected and repaired.